Manufacturer narrative:
A product investigation is in progress.

Event description:
It flaked- micro parts of tampon, retained in vagina [foreign body in reproductive tract] she took the swab off, it flaked- tampon [device breakage]. She took the swab off, it flaked... When she washed she noticed micro parts of tampons [complication of device removal] . Case narrative: company representative reported via e-mail that consumer removed the tampon and tampon flaked. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
It flaked- micro parts of tampon, retained in vagina [foreign body in reproductive tract]. She took the swab off, it flaked- tampon [device breakage]. She took the swab off, it flaked... When she washed she noticed micro parts of tampons [complication of device removal]. Case narrative: company representative reported via e-mail that consumer removed the tampon and tampon flaked. No serious injury reported.